Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure the left ventricular (lv) lead dislodged from the coronary sinus (cs) while the right ventricular (rv) lead was being removed. The lv lead was removed and a new lv lead with a different shape was implanted per the physicians request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.